Event description:
It was reported to philips that the unit experienced a therapy switch failure during which the device would not go into monitoring mode. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the unit experienced a therapy switch failure during which the device would not go into monitoring mode. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.